Manufacturer narrative:
(B)(4). Batch # m92u84. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed and formed 8 conforming clips and one clip with gap as the clip snapped towards the tissue stop. During analysis the jaws open and close as intended. In addition the device locked out as intended. The reported events could not be confirmed as the device fired with no difficulties and no unusual noises were heard during functional testing. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device made an abnormal sound during use and the handle was difficult to depress. Another like device was used to complete the procedure. A cholangiogram was not performed with the case and the device was not part of a kit/tray. There were no adverse consequences for the patient. There is no further information.